Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('blood loss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemic/additional blood loss/iron absorption decrease") and cervical cyst ("chronic cysts on my cervix"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage, blood loss anaemia and cervical cyst outcome was unknown. The reporter considered blood loss anaemia, cervical cyst and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :blood loss anaemia, cervical cyst and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('blood loss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemic/additional blood loss / iron absorption decrease") and cervical cyst ("chronic cysts on my cervix"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, blood loss anaemia and cervical cyst outcome was unknown. The reporter considered blood loss anaemia, cervical cyst and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :blood loss anaemia, cervical cyst and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.